Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed events which appeared to be consistent with a potential issue with the driveline (dl); however, evaluation of the returned dl did not confirm any wire damage that would have contributed to these events. The submitted log file captured transient low speed events on (B)(6) 2021 when the patient was connected to the power module. Based on previous complaint experience, these events could be indicative of a potential issue with the dl. The distal end of the dl was returned, measuring approximately 18¿ from the controller connector (cc). Rescue tape was observed applied over the silicone jacket. Upon removal of the tape, damage to the jacket layer was observed (refer to (B)(4)). Electrical continuity testing of the replaced dl in the condition that it was received found all wires to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the dl. Upon disassembly, microscopic inspection of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The dl was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The "pump performance monitoring" section under section 6, "patient care and management," addresses damage due to wear and fatigue of the driveline. Section 6 also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot them. The heartmate ii lvas patient handbook is currently available. This document contains a section on ¿caring for the driveline;¿ however, all heartmate ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous external driveline damage was covered under MFR # 2916596-2021-05701. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was seen in clinic and found to have low speed advisory events and speed reductions down to 6860 rpm. They were asymptomatic at the time of the alarm. The customer had concerns about a short-to-shield condition, as the patient had previous external driveline damage that was repaired with rescue tape. Submitted log files confirmed the low speed advisory events on (B)(6) 2021. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared after the vad was connected to the power module. Healthcare providers were unable to reproduce the alarm by repositioning the driveline. X-rays of the driveline were taken and were unremarkable. The patient was switched to an ungrounded cable and power module until they had an external driveline repair on 05oct2021. The patient was switched back to a grounded patient cable after the repair and no further alarms were noted.